Event description:
It was reported that the patient was referred for generator replacement by her neurologist and information was received that the reason for replacement was "the battery almost ran out". The generator was subsequently replaced and returned for analysis. Burn marks were observed on the pulse generator case, which indicated that the pulse generator may have been exposed to an electro-cautery tool. Signs of discoloration were also observed on the pulse generator case, which is consistent with the adhered remnants of dried body fluids following an implant/explant process. The septum and setscrew were not returned. No bodily fluid remnants were observed in the header septum cavity. No other surface abnormalities (such as sharp edges, header delamination, open pockets, decomposition, corrosion or voids) were noted on this device. The pulse generator was opened. A visual assessment on the pcba, performed at the product analysis test bench, showed contaminates on the trimmed edge of the pcba (tab removed). No other visual anomalies were identified. Both interrogation and system diagnostic tests were performed, with a distance of one and one-quarter inches (spacer block) between the pulse generator and the programming wand. The device was found to be at neos yes. Resulting status checks for; communication were ok, lead impedance and current delivered were normal for all diagnostic tests performed. The diagnostic vbat calculation results were 2.213 volts (ifi range 2.74v - 2.41v). With the pulse generator case removed and the battery still attached to the pcba, the battery measured 2.40 volts, confirming a neos condition. The battery was removed. The pcba was subjected to a postburn electrical test. Results show that the pcba failed several electrical tests; supply current 2ma/normal, supply current off, supply current off sense, magnet detection normal, magnet response, trim diagoncurrent. Fine grit sandpaper and isopropyl alcohol were used for the removal of the observed contaminates from the trimmed edge of the pcba. Based on the postburn electrical test results, the contamination that was observed on the trimmed edge of the pcba suggest probable electrical paths (resistive path) were established between the copper edges on the trimmed edge of the pcba, which contributed to the supply current conditions. The device history record was reviewed, and it showed that the device passed all specifications prior to release. The device was also laser-routed during manufacturing. No additional relevant information has been received to date.